Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 - unknown guidewire returned coiled and loose; double-bagged within "zip-lock" style poly biohazard pouches. Note: the dispenser assembly was not returned with the specimen. The specimen was a best fit match to a pkg-safari2 275cm sml crv. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented coil misalignment in the formed curve. The specimen also presented bend damage at 12.8cm from the distal aspect of the formed curve. All joints appear to be correct and intact by visual examination and by non-destructive testing. The image provided by the distributor presented coil misalignment near the distal tip region. Additionally, there is foreign matter present near the distal tip, which was indicated as muscle fiber in the additional information received from the distributor. The foreign matter reported as muscle fiber was no longer present on the returned specimen. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: verify compatibility of interacting devices prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. Section h6 type of investigation (b) was updated to reflect the analysis of the actual specimen. No other codes required updating at this time. Patient information was reported as unknown. Additionally, it was reported that the lot number is unknown; therefore, section d4 including the UDI number was left blank. Attempts to gather further details to obtain the information missing or unknown on this form have been made; however, per the distributor, good faith efforts have been performed and at the time of this report no additional information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Event description: upon removal of the safari to exchange for a pigtail in the ventricle, consultant commented that the safari wire was stuck. He had mentioned this can happen with the weld point. A straight catheter was used to remove the safari. What troubleshooting steps, if any, resolved the issue?: straight catheter exchanged which helped retrieve the safari . Patient present at time of event? Yes . Patient complications: no patient complications. Was issue present upon opening package? No. Photo or video of issue: yes. Question: any resistance encountered during advancement through anatomy? Answer: no. Question: was there a device interaction with another device? If yes, please explain and provide other product details: answer: no. Question: describe anatomy (bicuspid, tricuspid, gothic arch, acute bend, horizonal aorta, degree of curvature etc.)? Answer: in a surgical valve. Question: how was the procedure completed - were any devices exchanged (if yes, please specify)? Answer: device exchange, catheter possibly a jr or multipurpose. Question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: no. Question: where in the patient anatomy was the difficulty encountered? Answer: no. Question: what was the suspected cause of the reported event? Answer: wield point catching on catheter. Question: was any device damage noted? If yes, please specify where. Answer: no, although there is muscle fiber as seen on the image. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: acurate neo 2 small valve + dd. Question: according to the IFU, the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. Was a catheter in place during insertion into the body/treatment site? Answer: yes. Question: prior to the initial attempt to remove the safari2 guidewire was the curve of the wire constrained within a catheter? Answer: yes. Question: were any other treatments/procedures performed over the wire (i.e. Bav)? Bav for pre and post dilation. If so, was there any resistance noted during the treatments/procedures? Answer: no. Question: was there any resistance noted during insertion or advancing the wire to the treatment site? Answer: no.

Manufacturer narrative:
Product was not received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. The image provided presented coil misalignment near the distal tip region. Additionally, foreign matter is present near the distal tip, which was indicated as muscle fiber in the additional information received. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: · verify compatibility of interacting devices prior to use. At this time, it is not possible to assign a definitive root cause for the event as reported.. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. Patient information is unknown. If there is any further relevant information, a follow up medwatch report will be submitted.